Event description:
Customer reported set separated between the upper fitment and the tubing just above it and appeared as if the connection "had not been glued together." Date of event is unk. Separation was noted upon taking set out of package. Set received but has not been investigated yet. F/u report will be filed when investigation has been completed.

Manufacturer narrative:
(B) (4). (B) (4). This report was filed by the MFR.